Event description:
It was reported that on an unspecified date, the subject presented with exertional dyspnea chest discomfort and shortness of breath and the subject was referred for cardiac catheterization on (B)(6) 2010 per the study protocol. The target lesion was the proximal left anterior descending (lad) artery and was treated with pre-dilatation and placement of a 3.50 x 12 mm non-abbott stent. Following post-dilatation, the residual stenosis was 10%. The subject was discharged on (B)(6),2010 on aspirin and prasugrel. On (B)(6), 2010 myocardial infarction was reported. On (B)(6) 2012, the subject presented for follow up and complained of dyspnea; the subject was diagnosed with functional class iii stable angina and was referred for cardiac catheterization. Angiography on (B)(6) 2012 revealed the left main coronary artery was 30% stenosis; the lad was proximally occluded and the distal lad fills via a patent left internal mammary artery (lima) bypass graft; the circumflex had 90% distal stenosis; 99% proximal stenosis in the obtuse marginal 1 (om1); 70-80% stenosis within the proximal portion of om2 and flow is timi grade ii. The right coronary artery (rca) was occluded proximally and the distal vessels fill via left to right collaterals. The subject was referred for angioplasty. On (B)(6) 2012, the 90% stenosis in om2 was treated with balloon angioplasty. The event was considered resolved without residual effects. On (B)(6) 2012, the subject was discharged on aspirin and clopidogrel. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Date of event, estimated. The customer reported the device remains in the patient. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.